Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal morphine (concentration 20mg/ml; dose 5.251mg/day) via an implantable infusion pump. The patient was also prescribed pa boluses via the personal therapy manager (ptm). Patient history included non-malignant pain. The patient presented from a pump refill on (B)(6) 2015 at which time the empty reservoir pump alarm was sounding. The low reservoir alarm occurred on (B)(6) 2015 and the empty reservoir alarm on (B)(6) 2015. The pump had been alarming since (B)(6) 2015 with triple beeps approximately 3 minutes apart. The patient had missed the refill date due to insurance issues. The patient had called the nurse practitioner on (B)(6) 2015 and reported that his ptm refill date stated (B)(6) 2015. Then on (B)(6) 2015, the patient called and stated his pump was alarming. The patient was supposed to be seen on (B)(6) 2015 for pump analysis but he stated that he could not afford it. The patient had been feeling withdrawal symptoms when he presented for the refill on (B)(6) 2015. The withdrawal symptoms began on (B)(6) 2015. At the time of the refill the patient¿s pain level was 8 on 0-10 pain scale. The patient¿s activities of daily living were decreased. The pump was refilled and updated on (B)(6) 2015. The simple continuous dose was reduced from 5.251mg/day to 3.002mg/day and the patient¿s pa boluses were increased from 0.5mg 8 times daily to 10 times daily. The next pump refill was needed by (B)(6) 2015 at maximum pa bolus activations. Patient outcome was not provided. Additional information has been requested but was not available at the time of this report.